Manufacturer narrative:
Visual inspection of the returned device indicated that there was no damage to the switchpen handpiece. Inspection of the probe confirmed the customer complaint as a split in the insulation was evident. Inspection of the split in the insulation indicated that it is approximately 2 inches in length. The edges of the insulation show evidence of mechanical damage, as would be expected from contact with a metal instrument in the joint, or damage from insertion into the portal, possibly through a cannula. Based upon this evaluation, the damage is not the result of a manufacturing defect, and was incurred during use of the device. (B)(4).

Event description:
Customer reported that the insulation split or peeled back at tip and burned the patient at incision. Request for additional information was made however, no further information is available at this time.